Event description:
On (B)(6) 2014, the patient was implanted with two conformable gore® tag® thoracic endoprostheses to treat a descending thoracic aortic aneurysm. Prior to the procedure, the patient underwent surgical debranching of the left subclavian artery. During the procedure, a 26mm x 21mm gore® tag® device (tgu262110/12737220) was intended to cover the left subclavian artery (lsa) and be deployed just distal to the left common carotid artery (lcc). However, the device reportedly moved distally by approximately one centimeter upon deployment, and was landed at the lsa origin. The physician then performed angioplasty of an aortic coarctation at the distal arch. A 31mm x 31mm gore® tag® device (tgu313110/ 10408051) was then inserted and deployed, overlapping the distal end of the first graft by 3 cm. An angiographic run revealed that the proximal graft was landed too distally, and the lsa still filled. The physician extended the graft system proximally with two gore® excluder® aortic extender components up to the distal origin of the lcc. The procedure was concluded without any further reported complications. On (B)(6) 2014, computed tomographic angiography (cta) identified a type I endoleak. According to the report, the distal 31mm gore® tag® device had lost wall apposition because of significant taper in the descending thoracic aorta. On the same day, the patient was implanted with a 32mm x 10cm medtronic valiant endograft to treat the type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Patient medications include aspirin, ferrous sulfate, hydrocodone-acetaminophen, levothyroxine, lorazepam, metoprolol, omega-3 fatty acid, paroxetine, and warfarin. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Results pending completion of imaging evaluation.

Manufacturer narrative:
(B)(4) - per the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to improper endoprosthesis placement, endoleak, and reoperation.